Manufacturer narrative:
Date of event is estimated. Further information requested, but not yet received.

Event description:
Related manufacturer reference number: 1627487-2022-04528. It was reported that the patient experienced anchor protrusion. As a result, surgical intervention may be undertaken in the future.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.